Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) has less than a year from time to explant. Additional information received indicated that the patient had received numerous appropriate shocks over the lifetime of the device and the patient was never seen for follow up appointments. Furthermore, the device did not declare elective replacement indicator (eri) yet and no intervention was planned yet. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.